Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the light-emitting diodes (led) would not illuminate consistently. Also there is intermittent telemetry due to an out of specification cable.

Event description:
It was reported the leds did not consistently light and worked sporadically. The programmer rf head was returned for service. No patient complications were reported as a result of this event.